Event description:
Spontaneous from patient's mother. Mother said that she received a spike with a broken filter. No adverse event reported. Product was never used by the patient. Product not available for investigation. No further details available. Reported to (B)(6) by pt/caregiver.